Manufacturer narrative:
(B)(4). The device has been requested for return, but not yet received. A supplemental medwatch will be submitted whenadditional information becomes available. (B)(4).

Event description:
It was reported that the rotaflow disposable was being used on a patient when it started rattling. The device was checked to make sure it was in place and under the lip of the rotaflow console, which it was. The rotaflow head was cut out and replaced with another head. There were no issues after the change out. No reported patinet effect. (B)(4).